Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. The initial reported event of infection/erosion was submitted via an alternative summary report. As the product code for this model has been revoked from summary reporting, this new information does not qualify for summary reporting and is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant, infection and erosion occurred. The source was suspected as the pocket and incision site. It was further reported that due to a known platelet disorder the patient had more frequent wound checks. After presenting to the office with pain and swelling the site was noted to have infection and an open wound. The implantable pulse generator (ipg) system was explanted and the patient treated with antibiotics. No further patient complications have been reported as a result of this event.